Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.